Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Ethnicity and race not provided. Evaluation pending.

Event description:
It was reported too much furosemide infusion was delivered to a patient. It was alleged that two bags of furosemide were bolused into the patient. The infusion was ordered and programmed for 12 mg/hour (12 ml/hour), total volume of 250 ml, running as the primary line, started during the day shift. The infusion was programmed using the pump/epic association and the rate was displayed correctly on the pump. After the shift change, the pump was alarming for air in line and it was noted that the bag was empty. The nurse changed the bag and verified the programming on the pump again. After an hour, the bag was empty again. The medication was immediately stopped and pharmacy was notified. It was reported that the patient received 500 mg of furosemide in about 3 hours. No obvious harm to the patient was noted. Pharmacy and doctor recommended serial basic metabolic panels to be done to check for adverse effects or renal impairment. Basic metabolic panel results were pending at the time of report. There was no change in the patient's vitals noted. Although requested, further information not provided.

Manufacturer narrative:
The reported issue was confirmed. The platen was observed to be broken at the upper hinge post. The platen was found with the date code of (B)(6) 2017). There were no other anomalies observed with the returned device that would result in the reported event. The corrosion and dry fluid residue found on the pins of the right iui were not relevant to the reported incident. All parts were observed to be bd parts. Review of the pcu error log shows no errors or malfunctions relevant to the reported event. Review of the pcu event log shows no obvious programming errors that would result in the reported event. Rate accuracy testing performed found the pump module was delivering fluids within specifications. Although the pump module passed rate accuracy testing with a broken platen, previous investigations have shown that devices with broken platens at the upper hinge can over or under infuse depending on how the broken platen is seated when the door is closed. In all cases, rate accuracy errors are undetected by the system without audio or visual alarm. The probable cause of the customer¿s reported event that too much furosemide was delivered to a patient was determined to be the result of a broken platen. A review of the device history record showed the device had a manufacture date of 10/17/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported too much furosemide infusion was delivered to a patient. It was alleged that two bags of furosemide were bolused into the patient. The infusion was ordered and programmed for 12 mg/hour (12 ml/hour), total volume of 250 ml, running as the primary line, started during the day shift. The infusion was programmed using the pump/epic association and the rate was displayed correctly on the pump. After the shift change, the pump was alarming for air in line and it was noted that the bag was empty. The nurse changed the bag and verified the programming on the pump again. After an hour, the bag was empty again. The medication was immediately stopped and pharmacy was notified. It was reported that the patient received 500 mg of furosemide in about 3 hours. No obvious harm to the patient was noted. Pharmacy and doctor recommended serial basic metabolic panels to be done to check for adverse effects or renal impairment. Basic metabolic panel results were pending at the time of report. There was no change in the patient's vitals noted. Although requested, further information not provided.